Manufacturer narrative:
No product has been returned for evaluation. A review of multiple radiographs and CT images was performed and alleged event cannot be confirmed. At this time root cause cannot be identified. No revision procedure has been reported. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)¿ loss of fixation¿ nonunion or delayed union. Fracture of the vertebra, neurological, vascular or visceral injury, metal sensitivity or allergic reaction to a foreign body, infection, decrease in bone density due to stress shielding, pain, discomfort or abnormal sensations due to the presence of the device, nerve damage due to surgical trauma, bursitis, dural leak, paralysis...".

Event description:
On (B)(6) 2018 patient underwent a revision procedure involving posterior fixation without discectomy/fusion. Post-operative the patient continued to experience ongoing pain. As per reporter pain is believed to be related to screw malplacement. Date of index procedure is unknown.